Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine months post implant of this 12mm bioprosthetic valved conduit in the pulmonary position of a 10 month old, the conduit was explanted and replaced with 14mm valved conduit. The reason for the explant was not reported. No additional adverse patient effects were reported.